Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. The pump (()(4)) was returned for analysis. The device analysis found motor gear train anomaly due to corrosion, wear or lubrication and a stall due to shaft bearing.

Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial#(B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a company representative regarding a patient receiving bupivacaine (1 mg/ml at 0.56 mg/day) and morphine (10 mg/ml at 5.6 mg/day) from an implanted pump. The indication for use was non-malignant pain and lumbar radiculopathy. On (B)(6) 2015 it was reported that a motor stall was seen upon interrogation. The stall occurred on (B)(6) 2015 at 12:46, it was noted that the patient had not been exposed to an MRI and that the stall was still active at the time of the report. It was noted that the patient had heard the alarm and had symptoms of withdrawal. The logs also showed a stall on (B)(6) 2015 which lasted seven hours. The patient did have an MRI on that day. It was later reported by the company representative that the pump was replaced on (B)(6) 2015. Further follow up was done to determine if any troubleshooting was done as a result of the motor stalls and the cause of the second motor stall.

Manufacturer narrative:
No eval explain code . If information is provided in the future, a supplemental report will be issued.